Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they are experiencing more than usual condensation in several rt380 adult dual-heated evaqua2 breathing circuits. Upon requesting further information the hospital further informed fph on (B)(6) 2015 that in one case the patient desaturated and experienced tachycardia.

Manufacturer narrative:
(B)(4). Method: a sealed rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. It was visually inspected and the inspiratory and expiratory heater wires were resistance tested with a calibrated multimeter. Results: visual inspection did not reveal any damage to the returned circuit. The resistance of the inspiratory and expiratory heater wires was within specification. A lot check revealed no other complaints of this nature for lot 140825. Conclusion: we are unable to determine what may have caused the reported desaturation and tachycardia. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The product technical manual of the mr850 respiratory humidifier states the following: "recommended ambient temperature range: 18 to 26°c." The fph user instructions illustrate in pictorial format the correct set-up and proper use of the rt380 adult dual heated evaqua2 breathing circuit, and state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm." Since the reported incident a fph representative has been in contact with the customer to ensure the rt380 was set up correctly.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they are experiencing more than usual condensation in several rt380 adult dual-heated evaqua2 breathing circuits. Upon requesting further information the hospital further informed fph on (B)(6) 2015 that in one case the patient allegedly desaturated and experienced tachycardia.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. An fph representative has been in contact with the hospital. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.